Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: immediate and long-term effects of the covid-19 pandemic and lockdown on physical activity in patients with implanted cardiac devices. Pacing and clinical electrophysiology. 2022;45:111¿123. Doi: 10.1111/pace.14409. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding immediate and long-term effects of the covid-19 pandemic and lockdown on physical activity in patients with implanted cardiac devices. The article reports patients who experienced inappropriate shocks. There was no additional information as to what caused the shocks or if any intervention was performed. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.